Manufacturer narrative:
(B)(4). On (B)(6) 2012, the subjects cardiac catheterization showed high-grade narrowing within stents of the rca with subsequent successful stenting; there was mild to moderate narrowing within the circumflex coronary artery stents and normal left ventricular contractility. It was reported that the morning after catheterization, the subject woke-up with a pounding headache and a new swelling in her neck that she felt made her breathing difficult. The subject has had cough and nasal congestion for several weeks and she appeared to have some submandibular gland swelling on exam. The subject was seen by ent and it was discussed the likelihood that this was related to an upper respiratory tract infection and some dehydration. The subject was started on clindamycin and was given several doses of decadron as well as some gentle IV fluids. On (B)(6) 2012, the subjects swelling was much improved. On (B)(6) 2012, at the time of discharge the subjects vital signs showed blood pressure 120/41, pulse at 60, respiration rate was 20 and temperature 98. The outcome of the event is recovered/resolved and the subject was discharged on (B)(6) 2012 in stable condition. It was noted that the investigator considered the event of coronary artery disease, moderate in intensity, and not related to the study drug, not related to the study device and not related to the study procedure. No additional information was provided. The customer reported the device remains in the patient. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported infection and stenosis are listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2010, due to stable angina the subject underwent the index procedure with the deployment of one drug eluting stent (des) to the proximal right coronary artery (rca). Post procedure residual stenosis was 0% with timi iii flow. It was reported that the subject did not receive a peri-procedural loading dose of the thienopyridine medication. On an unknown date, at the start of the study the subject received the study medication maintenance dose of clopidogrel 75.0 mg. On (b)(64) 2010, the subject was started on aspirin 325.0 mg, and was also discharged from the hospital. On (b)(64) 2012, 937 days post index procedure, the subject experienced the event of coronary artery disease. The event was reported with the serious criteria of initial or prolonged hospitalization. The subject was admitted with exertional neck pain which she had in the past related to her known coronary artery disease. On (B)(6) 2012 at 08:32:50, the subjects electrocardiogram showed sinus bradycardia with ventricular rate at 51 bps. The site reported that the subjects cardiac enzymes were not drawn as the subject had an elective catheterization.